Event description:
It was reported to ventec that the device produced little to no tidal volume (ventilation) output and was displaying a patient circuit disconnect alarm. There was patient involvement associated with the reported event, however, there were no reports of patient harm associated with the reported issue.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section b3, date of event, of the initial medwatch report stated: 02/04/2026. Section b3, date of event, of the initial medwatch report should have stated: 1/25/2026. New information for supplemental medwatch report 001. H6: the device was evaluated by ventec where the reported issues of it having little to no tidal volume (ventilation) output and displaying a patient circuit disconnect alarm were confirmed. Ventec opened the device in order to perform a visual inspection and observed white powder contamination within the device. Ventec replaced the contaminated parts, which included (but was not limited to) the blower, cough valve, internal flow transducer, blower couplers, blower to cough assist valve coupler, cough assist valve to outlet coupler, and cough valve to blower inlet coupler. After replacement of the contaminated parts, proper device operation was confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was contamination, however, the source of the contamination could not be determined.